Event description:
Boston scientific received information from a competitor representative that an x-ray performed may have revealed a fracture on a boston scientific transvenous lead. It was noted that there appeared to be separation of the lead body at the yoke of the lead. No further lead testing or remedial action had been taken. No serial number or patient name for this unidentified lead was given, and additional information about the lead could not be obtained. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the lead remains in service. No further information is available. This report will be updated if more information becomes available.